Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15330161 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00401 & 1058196-2011-00402. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is 1 of 1 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00401 and 1058196-2011-00402. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled in a plastic bag; the hypotube was found kinked and bent, no other anomalies were noted; support coil, gripper and embolic coil were found inside the introducer. Gripper and embolic coil were observed under the microscope, embolic coil was found stretched at the proximal section while the gripper presented no damage, and no other anomalies were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil unraveled/stretched-during placement" was confirmed, during analysis it was found that the coil was stretched; the root cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00401 & 1058196-2011-00402. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an embolization procedure, the orbit rdfl complex mini coils ((B)(4)) stretched during placement in the aneurysm, and after multiple repositioning. After the event the coils and delivery systems were removed from the patient without any adverse event, and another same size coils were utilized to complete the procedure successfully and without any serious injury. During repositioning, the coil was not left in the aneurysm, while the mc was repositioned. An adequate continuous flush was maintained through the excelsior sl 10 45 degrees (mc) microcatheter at all times. Additionally, the mc was not reshaped. No resistance was noted when the coils were inserted in the microcatheter or any other time, and there were no kinks in the mc that may have contributed to the event. A balloon or remodeling device was not used during the procedure. There was no reported injury for the patient. One non-sterile trufill dcs orbit was received coiled in a plastic bag; the hypotube was found kinked and bent, no other anomalies were noted; support coil, gripper and embolic coil were found inside the introducer. Gripper and embolic coil were observed under the microscope, embolic coil was found stretched at the proximal section while the gripper presented no damage, and no other anomalies were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil unraveled/stretched-during placement' was confirmed, during analysis it was found that the coil was stretched; the root cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. The complaints of embolic coil unraveled/stretched were confirmed on analysis; however, the exact cause of the confirmed failures could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel, lesion and procedural issues, specifically the multiple repositionings may have contributed to the confirmed burst. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00401 & 1058196-2011-00402.

Event description:
During an embolization procedure, the orbit rdfl complex mini coils (638mf0410/ 15330161 and 638mf0407/ 15200425) stretched during placement in the aneurysm, and after multiple repositioning. After the event the coils and delivery systems were removed from the patient without any adverse event, and another same size coils were utilized to complete the procedure successfully and without any serious injury. During repositioning, the coil was not left in the aneurysm, while the mc was repositioned. An adequate continuous flush was maintained through the excelsior sl 10 45 degrees (mc) microcatheter at all times. Additionally, the mc was not reshaped. No resistance was noted when the coils were inserted in the microcatheter or any other time, and there were no kinks in the mc that may have contributed to the event. A balloon or remodeling device was not used during the procedure.